Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received a cartridge alarm 19. The customer's blood glucose (bg) level was over 600 mg/dl. The ketone level was high and was considered as being dangerous. An insulin injection was administered to address the bg level. As the event occurred in the past, tandem technical support was unable to troubleshoot. A pump system check was performed and no device issues were identified using the current pump supplies.